Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a catheter ablation procedure to treat atrial tachycardia the metriq tubing set was selected for use, the connection part on the tube side of the three-way stopcock was damaged. It was judged that the device could not be safely connected into the tube, the troubleshooting was performed and the catheter was replaced. The procedure was completed successfully. No patient complications were reported. The device is not going to be returned because it was discarded.